Event description:
Baxter canada reports rn of home pt spiked a new bag onto an already spiked heater line of homechoice set during apd treatment. Baxter tech instructed rn to disconnect and to restart with new supplies. Rn reports, "it is okay to disconnect bags mid-therapy" per hosp policy. No pt injury or medical intervention required per baxter affiliate.